Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('it is so painful to the point I cannot walk or sit comfortably') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included parity 2. Concomitant products included amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall). In 2015, the patient experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2015, the patient had essure inserted. The patient was treated with caffeine;paracetamol (excedrin), paracetamol (tylenol regular) and surgery (surgical removal of coils on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority FDA (reference number: mw5056694) on 23-oct-2015. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("it is so painful to the point I cannot walk or sit comfortably") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of parity 2. Concomitant products included other therapeutic products and adderall (amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate). On (B)(6)2015, the patient had essure inserted. In 2015 she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6)2022. The patient was treated with tylenol regular (paracetamol) and excedrin [caffeine;paracetamol] as well as surgery (surgical removal of coils on (B)(6)2022). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no evidence of a quality defect. The most recent follow-up information incorporated above includes data received on: (B)(6)2023: report from lawyer. Essure removal on (B)(6)2022, event was specified to pelvic pain, seriousness was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.